Manufacturer narrative:
(B)(4). Batch # t5d71k. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Additional information received: when 1st firing, the force of fire was higher than expected and the handle was not grasped completely. The device was damaged. No piece of the device was fallen into the patient. The safety was unlocked, and the safety locked again. Then, the fire was completed. Dr. Said the staples seemed to be formed properly. The patient is stable on 1 week after the procedure.

Event description:
It was reported that during a laparoscopic anterior resection, the surgeon felt something was wrong when he grasped the firing handle at the 1st firing between the rectum and the colon. The firing force was higher than expected so that the firing handle was grasped further, then the device cracked from the middle to the sides and a part of the device next to the gap setting scale was broken. The red safety returned to locked position and was released again, and the device was fired to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the cdh29a device arrived with the safety damaged and a crack was noted on the handle near the indicator. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.